Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in infectious peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further specified. The peritonitis was manifested by fever and abdominal ache. On an unreported date, in the same month as the onset, the patient was hospitalized for the peritonitis event. The treatment for peritonitis was not reported. On the same day as the receipt of this report, the patient was reported to be recovered from the peritonitis. The action taken with pd therapy was not reported. It was unknown if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was on an unreported date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.